Event description:
The customer called to report that she was hospitalized for high blood glucose levels. The blood glucose was a high of 600 mg/dl. The blood glucose reading at the arrival to hospital was 484 mg/dl. Customer diagnosed diabetic ketoacidosis. The customer stated that she had been having trouble with her blood glucose levels the previous week. She was experiencing a crushing feeling in her chest, nausea and excessive thirst. Customer thought that she had a heart attack. The paramedics were called. Hospital treated with insulin drip and manual injections. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.